Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. Functionally, the reload was loading into a pmv representative instrument and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter:during sleeve gastrectomy while transection of the stomach, the device was used with a "seamguard" as a reinforcement material. The stapler was unable to fire and unable to squeeze the handle. The reload was removed and another stapler was used to resolve the issue and complete the case. No patient injury was reported.